Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance and increased threshold were observed. The lead was capped and replaced on (B)(6) 2016. The patient was doing fine after the procedure.